Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 275-276 mg/dl. Customer changed the pump supplies to address the occlusion. No issues were observed with the infusion set or cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.